Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08225. It was reported for the last month, the pt was experiencing jolting sensation all over his legs, feet and hands even when the stimulation was turned off. The pt reported he had an accident and was hospitalized for two days because he felt a jolt while driving. The pt had not charged the device for approximately 2 months and also received an error flag which was later cleared. The pt was provided instruction regarding turning the stimulation off, but reported he still felt the sensation. The pt was to meet with a physician to discuss the issue.